Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker exhibited a failure to sense. No intervention was performed and the pacemaker was successfully implanted. The patient was in stable condition throughout the procedure.